Event description:
Pt reported that back to back tests performed on their surestep meter were 441, 140 and 36mg/dl (206% diff.) Control solution test result (110) was in range. Meter was not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.